Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 15th july 2015. Upon receipt, the device could not be powered off via the on/off button and no flashing status indicator was observed. Moisture was observed within the device on multiple circuits and had led to significant corrosion on the membrane tail tracks, including the on_button and status led lines. This would have resulted in all failure modes identified in the reported complaint. It is unclear when the moisture had penetrated the device, but given the extent of the corrosion, the device had likely been in the presence of moisture for a prolonged period of time. Advise user of the recommended storage conditions of the sam 350p: in clean, dry environment, and maintained at a temperature in the range of 0-50°c and a humidity between 5-95% (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped.

Event description:
No green status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No green status indicator flashing. There was no patient involved in this event.